Manufacturer narrative:
Evaluation completed: no cause or defect was found to cause the tip to arc. Service tried duplicating tip arcing with all the tips: th-2, th-3 or th-4 hps. System boots and operates as designed. The lot/device history review and/or trend analysis was considered acceptable and the product is performing within anticipated rates. Further investigation is underway.

Event description:
The customer reported during a treatment around 100 pulses a spark was emitted from the handpiece. The patient was not harmed in any way. Treatment was stopped.

Manufacturer narrative:
The system was returned and evaluated; however, the tip involved in the event was not returned. Service could not duplicate tip arcing with any type tip using th-2, th-3 or th-4 handpieces with the system. Investigation found flame/spark for tip membrane may be caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arching and subsequent burn trough of the flex circuit membrane. Solta will continue to monitor complaints of this nature to determine trends related to this failure mode. In addition, product design enhancement will be considered to further reduce the probability of a cracked rf trace. A review of the manufacturing record showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.